Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the results of the investigation, it is believed that component fatigue or stress caused the reported failure to occur. The video connector may have worn out due to long-term repeated use or the user may have applied excessive force to the connector. In either event, it is likely that the image not being displayed was caused by the connection status of the electrical contact. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is scheduled to be returned, but has not yet received for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was presenting an inconsistent image during preparation for use. According to the initial reporter, when they plugged in the unit, a picture would appear for a short time, then disappear. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.